Event description:
A pmt international distributor reported that a patient wearing a pmt halo died of cardiac arrest. Reportedly, the hospital could not perform proper CPR procedure while the halo was on the patient.